Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this fecal management system is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the unknown fecal management system ifus are found to be adequate based on past reviews.

Event description:
It was reported the inflation port was completely out of the tubing. There was no report of fluid leaking. The nurse reinserted the tubing and was able to pull 5 ml of water to see if the port would work. The nurse re-instilled the water and went to get another device for replacement. When the nurse returned to replace the device she was not able to get the water out of the detached port. The nurse slowly pulled on the tubing and removed the device. The cuff was completely deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported the inflation port was completely out of the tubing. There was no report of fluid leaking. The nurse reinserted the tubing and was able to pull 5 ml of water to see if the port would work. The nurse re-instilled the water and went to get another device for replacement. When the nurse returned to replace the device she was not able to get the water out of the detached port. The nurse slowly pulled on the tubing and removed the device. The cuff was completely deflated.